Event description:
Risk management staff received three (3) reports from the CT technicians that the new IV extension sets, bd maxguard extension set were not tight enough and contrast was blowing out IV lines and blowing out of the clave. Health care providers are working with the CT techs and registered nurses to ensure that clinical staff are tightening all of them at insertion.